Event description:
The customer reported that they cannot get the system to take pictures. The pictures appear very distorted and they had to stop the surgery. No pt injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reviewed the distorted image that was saved. He tried to reproduce the problem without success. The rep verified all connections. The system operates as intended.